Event description:
On 10/4/2022, it was reported by a sales representative via email that an in6000 outrigger tip broke. This was discovered during a procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged in6000 serial/batch number (B)(6) was received for investigation. Visual evaluation of the device outrigger found that the hub attachment tube had the tip broken off. No fragments were returned for analysis. The root cause of the reported failure mode is undetermined. However, the most probable cause is applying excessive mechanical forces upon insertion.